Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information indicates that the brady lead had dislodged, and when the physician pulled the lead out, it was very tight and the coil ripped slightly. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.